Event description:
It was reported this filter was inappropriately placed with the filter legs in a renal vein, following deployment via a jugular approach. Post filter placement pulmonary thrombosis was noted. A temporary filter was placed. Another greenfield filter was successfully placed 10 days later. The pt's condition is good. This device remains implanted. Therefore, no failure analysis will be available. Follow up indicated continual flushing of the carrier system during the implant procedure was not performed and the filter was inappropriately placed with the legs in the renal vein. Co believes these factors may have contrbited to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted against recurrent pulmonary embolism... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."